Event description:
Two discordant high immulite 2000 hcg results were generated on two patient samples. The samples were subsequently repeated by the laboratory. There is no known report of treatment given or withheld based on the discordant hcg result.

Manufacturer narrative:
A siemens fse (field service engineer) analyzed the immulite 2000 instrument and instrument data. After analyzing the instrument and instrument data, the fse replaced the sample probe and dilution well insert , he cleaned the dilution well and adjusted the sample probe and dilution well positions. The instrument is performing within specifications. No further evaluation of the device is required.